Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2022-14815 it was reported that one of the patient's leads had high impedances. As a result, the lead was explanted and replaced, resolving the issue. It was noted that the lead was fractured. It is unknown which lead had the issue, so both are being reported.

Manufacturer narrative:
The report issue was confirmed. As received, visual inspection showed the returned lead found all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.